Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information recieved advised that surgical intervention took place on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy established post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately 4 months ago. The patient programmer displayed a low battery message. Surgical intervention may be undertaken to address the issue.